Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve was implanted, a pre-dilatation was performed with a 22 mm balloon. The valve was positioned appropriately with a relatively high final position but not above the annular level, and post-dilatation was performed again with a 22 mm balloon. It was further reported that there were no conduction disturbances and the patient initially appeared stable for transfer to the ward. A few minutes after the patient was transferred to bed and while in route to the ward, the patient lost consciousness, was returned to the catheter lab in cardiogenic shock, and cardiopulmonary resuscitation was initiated. The coronary arteries were assessed and appeared occluded, particularly the left coronary artery. The patient passed away shortly thereafter.

Manufacturer narrative:
Updated data: a4. B5. B7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death was ischemia due to coronary obstruction; however, the valve did not cause the coronary occlusion.